Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, prescription lidocaine was used due to painful insertion. The patient is reported to be okay. No additional event or patient information is available.